Manufacturer narrative:
(B)(4). An initial MDR was originally submitted by codman neurosurgical prior to their divestiture to integra lifesciences. It was submitted under MFR report #1226348-2016-10446. Cerenovus, formerly known as codman neurovascular, has since taken over reporting responsibilities for this device. This MDR will be the only report submitted for MFR report #3008114965-2018-00691. This report is being submitted to capture the device receipt date of may 08, 2018. Additional information will be submitted within 30 days of receipt.

Event description:
The present report relates to the event reported on june 17th 2016, in (B)(6) by (B)(6). The medstream 20 ml pump nlbh3d was implanted on (B)(6) 2011. The pump was filled with baclofen with a concentration of 2000 mcg/ml and a daily dose of 550 mcg/day. The last refill was performed on (B)(6) 2016. The patient had an MRI on (B)(6) 2016. Dormicum was administrated to the patient at this time. The pump was checked 2 hours after the MRI, no error was observed. A remaining volume of 9.28 ml was indicated by the fls, which seems to be consistent with the last refill date of (B)(6) 2016. The patient was sent home, but as her parents could not wake up her, she was immediately sent back to the intensive care unit. The patient was intubated. As this reaction was associated to the dormicum she got during the MRI exam, the next day ((B)(6)) the patient was sent home again. The same day ((B)(6)), the patient showed baclofen overdose symptoms and was sent back to the hospital. The ic physicians focused on vital functions.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #. Conclusion: the DHR of product code 91-4200, lot cmbc89, was reviewed and no discrepancies were noted. The product was released on february 11, 2011. The transaction logs of the pump (serial #nlbh3d), from december 28, 2015 to july 4, 2016 were received and analyzed. Discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by the fls. The pump was programmed at a flow rate of 0.275ml/day on june 13, 2016. A pump interrogation was performed on june 17, 2016 and indicated a fls measurement of 1.81ml. Thus, 5.96ml was missing in the reservoir in comparison with the expected value based on the programmed flow rate. For this reason, the pump was not filled with baclofen anymore but with nacl. The pump was programmed at a flow rate of 2.0ml/day on june 17, 2016 and a pump interrogation was performed on june 20, 2016 (12:01h) indicating a fls measurement of 3.91ml. Thus, 5.66ml was missing in the reservoir in comparison with the expected value based on the programmed flow rate. The physician decided to keep the pump implanted and stop infusion on june 20, 2016. The transaction logs of the pump from the MRI exam date on june 13, 2016 to june 17, 2016 were analyzed. According to the provided transaction logs, 5.9ml were missing in the reservoir. The defect was confirmed based on the transaction log analysis. Data was extracted from the pump on june 19, 2018. It has not been sent to the r&d for analysis. The parameters of dosage program were not correct, as planned. Visual analysis of the pump was performed on july 24, 2018. The pump was returned with 4 suture loops, approximately 25 punctures were observed on the filling septum, no scratches were observed on the titan part, and approximately one hole was observed on the bolus septum. The pump was tested for valve cycle analysis again. The calculation of the flow rate was based on the collected measured data from the flow rate measurement software. - 1h at 37°c for a programmed flow rate of 0.18ml/day. The flow rate for the 1h cycles calculated with the measured values was 2.3 ml/day which was not within the specification of 0.18 ml/day +/-10%. The valve opening times observed during the valve analysis test were consistent with the valve on time extracted from the pump memory. An undesired additional weight ejected from the pump at each valve opening was observed. This additional weight jump per valve opening, results in an additional effluent on top of the programmed flow rate. This time, the pump didn¿t pass the valve cycle analysis test. The defect reported by the customer was confirmed based on the results of this test. A possible root cause of this overflow could be an air bubble introduced into the fluidic path, which would have created a compliance effect. The air bubble is compressed by the reservoir pressure during the phase when the valve is closed and suddenly expands upon valve opening when the pressure drops to ambient pressure. This sudden expansion ejects an undesired additional drug volume at each valve opening that can be seen in the flow rate. This additional weight jump per valve opening results in an additional effluent on top of the programmed flow rate. The medstream pump was steam sterilized according procedure. The butane was extracted from the pump butane chamber, per procedure, on october 29, 2018. The top cover of the pump was carefully removed in order to avoid the detachment of small titanium chips from the cover during machining. This allows an access to the electronic chamber. A visual observation of the pump electronic chamber was conducted and no leakage or drug residuals were observed inside the pump. The complaint was confirmed based on the investigation results; the pump was flowing too fast. An overflow that could be attributed to a compliance effect. The root cause of this compliance effect is an air bubble introduced in the pump during a pump refill. When the pump was emptied, some air bubbles were observed. Air in the pump reservoir may cause the infusion rate to exceed the programmed rate leading to drug overdose. Thus, this problem could be explained by an air bubble trapped inside the fluidic path of the pump which could set up a compliance failure mode that could result in an additional amount of drug that is ejected at each valve opening. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.